Manufacturer narrative:
The artix thin-walled sheath (artix sheath) was returned to the manufacturer and evaluated. Visual inspection confirmed the distal marker band had separated from the distal end of the sheath shaft. The separation location was inspected under microscope. The exterior surface of the shaft tubing end displayed tungsten remnants adhered to the pebax shaft. The cross-section surface appeared smooth around the full circumference. The lot number was not provided; therefore, manufacturing records could not be reviewed for potential discrepancies that could have contributed to the reported issue. The marker band may have separated due to inadequate heat bonding of the marker band; however, the root cause could not be confirmed without reviewing manufacturing records. Manufacturer reference number (B)(4).

Event description:
On (B)(6) 2025, a 62-year-old male patient underwent arterial thrombectomy using inari devices. While advancing the artix-thin-walled sheath (artix sheath), the radiopaque marker band detached from the artix sheath. The physician proceeded with the case and was able to remove almost all of the patient's clot using the artix mechanical thrombectomy device with no issues. Upon completion of the case, the radiopaque marker band was removed with the artix funnel catheter.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2025, a 62-year-old male patient underwent arterial thrombectomy using inari devices. While advancing the artix-thin-walled sheath (artix sheath), the radiopaque marker band detached from the artix sheath. The physician proceeded with the case and was able to remove almost all of the patient's clot using the artix mechanical thrombectomy device with no issues. Upon completion of the case, the radiopaque marker band was removed with the artix funnel catheter.